Event description:
Customer reported the alarm sounds continuously when weight is applied to sensor. Batteries have been replaced with a new supply. Customer did not provide a date when issue was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Evaluation found that the factory message plays once then stops; normally the tone would sound or the voice message would play continually. Unit passes all other functional tests. (B)(4).